Event description:
It was reported that the bladder of a large volume infusor ruptured, causing solution to leak into the housing. This occurred as the device was being filled, prior to use. The device was not used on the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.